Event description:
Additional information was received that the reported event was not related to their vns.

Event description:
Clinic notes were received for review. During the review of the clinic notes, it was observed that the patient has a history of sleep apnea. There is no relationship to vns therapy stated in the clinic notes. Good faith attempts have been made and thus far no further information has been attained.